Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during use. It was alleged that the device stopped working, alarmed, and the screen turned red. The patient was manually ambu bagged during the transition from the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation; however, the evaluation has not yet been completed at this time. . A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. This report is being submitted to correct the following. The country is being corrected on this report to columbia. The narrative is being updated and corrected.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A review of the error logs showed no evidence of the event occurring. Upon review of the error logs, an internal battery failure event occurred which may have impacted therapy. There was no harm or injury reported.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. A report was submitted to correct the following. The country is being corrected on this report to columbia. The narrative is being updated and corrected. The device was returned to a third-party service center for evaluation. During the device evaluation, the customers complaint was not confirmed. The device passed all functional testing.